Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash under the lifevest equipment. Patient described the area as red rash on left front side, like a heat rash. The patient¿s physician prescribed clotrimazole-betamethasone (anti-fungal cream) for the skin irritation. Follow up indicated that the skin irritation improved.